Event description:
Procedure: gastric bypass. According to the reporter: during the case on the first firing, the knife advanced, but the staples did not deploy. Therefore, bleeding under 500cc occurred. The surgeon stated that the firing felt too light. Additional manual suturing was done and the surgeon used another device to complete the case. Nothing fell into the patient cavity, no tissue damaged occurred and operative time was not extended more than 30 minutes. No patient info available.

Manufacturer narrative:
(B) (4).